Manufacturer narrative:
H.6 code 1491 was added due to investigation results. H.10 additional instructions for use were added due to new code being added. The investigation of purge leak ¿ pump and high purge pressure has been completed. Data logs were reviewed and the high purge pressure event was confirmed on the first day of support. Immediately after the pump was started, the purge pressure began to rise for 11 minutes until the high purge pressure alarm was triggered. There were no abnormal motor current spikes during the start up that would suggest biomaterial ingestion. However, there was variability in the motor current during periods of constant p-level while the purge pressure was rising. This suggests an impediment to impeller rotation. The purge pressure resolved 45 minutes later after a purge cassette change. The product was not returned for investigation and clinical details do not report any other troubleshooting methods. The root cause of the high purge pressure was unable to be determined without the product. During the high purge pressure event, there were three triggers of the purge system open alarm. The first correlated with a purge cassette change. However, the second two did not. For both instances, the alarm resolved within 30 seconds, and there are no further purge issues for the remainder of the case. Clinical details reported a dripping of the purge solution, but the source could not be identified and a filter bypass was not reported to have been done. Since product was not returned for investigation and clinical details do not provide any troubleshooting methods that resolved the issue, the root cause of the purge leak could not be determined. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ a.3 revised gender to reflect unknown as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24497. B.3 revise date of event as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-24497. E.1 revised address line 1 and city as they were previously entered incorrectly on initial manufacturer device report number 1220648-2024-24497. G.3 30-day should of been marked as yes on the initial manufacturer device report number 1220648-2024-24497.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.". ¿clean the connector cable with 70% isopropyl alcohol.¿.

Event description:
The EU complainant had a 5.5 pump placed to support a patient admitted in for high-risk surgery and suffering from post-cardiotomy cardiogenic shock. The pump supported for just two days and then was explanted/weaned quickly due to a purge leak. The leak was not treated by bypass. The patient survived the event.